Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood and tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within required specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue. The reported event of r-wave amp variation was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts.

Event description:
It was reported that low sensing was observed on the right ventricular (rv) lead during the implant procedure. Additionally, it was noted that the lead helix was extended when it was removed from the packaging. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.